Event description:
It has been reported that device did not pass self-diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending. Issue reported as alert could not be cleared by operator. Date of manufacture: 06/2008.